Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. No changes have been performed as a generator replacement procedure is scheduled to be performed in the near future. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead was exhibiting a rise in thresholds and impedance measurements. Due to this a lead revision was performed and the lead was surgically abandoned. Another lead was implanted instead. No further adverse patient effects were reported.